Event description:
It was reported that the tip of the multi-link duet delivery system separated during preparation for the procedure while loading it on the guidewire. Reportedly the device was not used on the pt. Another multi-link duet coronary stent system was used to successfully complete the procedure. No pt injury occurred.